Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath* ets while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to us with product inquiry #974293. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00r07; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, 1/3 fired. Functional tests & results; condition of clamp first lockout, good; condtion of firing mechansim, broken; condition of knife, good; condtion of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based on the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damaged occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.